Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user reported no longer being able to hear with the device since (B)(6) 2019.better quality imaging has been requested to check position of the array. The clinic is planning for re-implantation but the date is not yet scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no longer being able to hear with the device since (B)(6) 2019. He had an upper respiratory tract infection and fever and was under antibiotics and other supportive medications. The parents reported that the hearing performance was affected after the illness.